Event description:
It was reported that a dye study confirmed that the catheter fractured at the pump connection site (date of study not reported). The pt had no relief from spasticity. Catheter revision or replacement was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.